Event description:
On december 19, 2016, the manufacturer was notified of the following: on (B)(6) 2016, a patient underwent a maze procedure and an avr. The valve was visually checked after implantation and no anomaly was observed. The tee was performed and no leak was confirmed. The patient's pre-operative platelet count was 194,000 units per microliter, the post-operative platelet count was 54,000 units per microliter, the 1st post-operative day platelet count was 46,000 units per microliter, and the 2nd post-operative day platelet count was 30,000 units per microliter. The patient then received a blood transfusion and the platelet count increased to 59,000 units per microliter and continued to increase gradually. The thrombocytopenia was not hit.

Manufacturer narrative:
The partial manufacturing and material records for the solo smart heart valve, model #icv1247, s/n # (B)(4) were pulled and reviewed by quality control at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1247) solo smart heart valve at the time of manufacture and release.